Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clip fell out from the elementary part of the jaw. Another like device was used to complete the case. There was no pt consequence.